Event description:
A patient contacted baxter's technical service center regarding an increased intra-peritoneal volume (iipv) (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, which occurred on the homechoice pro (hcp) during use, during dwell 1. The patient stated that he only drained 23ml in the initial drain and feels overfull. The technical service representative (tsr) had the patient perform a manual drain. The manual drain volume equaled 4277ml. The largest prescribed fill volume equaled 2300ml. The patient stated that he performed a manual exchange with a fill volume of 2000ml before starting therapy. The tsr reviewed the initial drain alarm and it was set to 0ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012, regarding the reported iipv. The rn stated she was aware of the event. The rn stated she set the initial drain alarm to 1400ml. The rn stated that the patient does a 2l fill off the cycler and dwells for 3 hours. The rn stated when the patient got on the cycler he did not have enough fluid drained. The rn stated she asked the patient if he felt full and the patient stated yes, that was why he called baxter. The rn stated that since setting the initial drain alarm to 1400ml the patient has not had any more problems. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's disposable product. No further information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, false empty detect and use error, from the initial drain alarm setting being inappropriately programmed. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.